Event description:
It was reported the pt developed inflammatory mass. The drug in the pump was increased over the past two years. The pt began with morphine 20:1 at a dose of 1.5-3 units per day. Clonidine was added approximately one year later. At the time of the event, the pump contained morphine 50:1 and clonidine 20:1 at a dose of 13.75-18.5 units per day. Prior to the diagnosis, the pt experienced an increase in pain and an increase in weakness, primarily in the lower extremities while bending. The pt had low back pain across bilateral thighs and was worse when laying down. An MRI was performed. The noted impression was cord edema due to compression from an intradural extra axial mass situated at the level of t11 vertebral body to the right of midline. The mass had increased in size by 1 mm compared to previous MRI performed in 2008. In correlation with the CT scan, the mass was noted at the distal tip surrounding the intrathecal catheter. The mass appears to be a collection of inflammatory, granulation, and infectious tissue and is compressing the cord. The patient's medication was changed to clonidine only. The pump and catheter remain implanted. No outcome was reported. A follow-up report will be submitted if additional info becomes available.